Event description:
It was reported that during preparation for an ablation procedure using an intellanav stable point open-irrigated catheter to treat atrial fibrillation they had reduced irrigation flow. When they checked the irrigation flow saline only came out of 4 of the 6 holes. They replaced the catheter and were able to complete the procedure without patient complications. The device has been received by boston scientific and is currently awaiting analysis.

Manufacturer narrative:
Upon receipt at boson scientific's post market laboratory the catheter was first visually expected which revealed no visual defects. Next the catheter was functionally tested by pumping saline through the catheter. While it was discovered that one of the irrigation ports had a minor blockage, they found that there were no issues with the volume of saline that was delivered. They then tested the catheter for leaks and it was found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. With all available information the complaint was not confirmed as the irrigation volume was not impacted.

Event description:
It was reported that during preparation for an ablation procedure using an intellanav stable point open-irrigated catheter to treat atrial fibrillation they had reduced irrigation flow. When they checked the irrigation flow saline only came out of 4 of the 6 holes. They replaced the catheter and were able to complete the procedure without patient complications. The device has been received by boston scientific and has been analyzed.